Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the device was received and evaluated at the service center. The reported complaint that the device did not function was confirmed. During initial evaluation, it was found that the handpiece was difficult to be connected and disconnected and also presented activation issues. It was further found that the resistance value of the keypad of the handcontrol set was out of specifications and that the keypad was not responding properly. The handcontrol set was replaced and the device was cleaned, tested and found to be fully functional. However, given the information provided we cannot discern a definitive root cause for the defective keypad of the handcontrol set and the connection issues. The defective handcontrol set would have caused the device to not function as intended by the customer. A manufacturing record evaluation was performed for the finished device (serial number : (B)(4), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by the sales rep via personal interaction that during an arthroscopic meniscectomy procedure when the surgeon pressed the button on the shaver, the micro tornado hp w handcontrol did not work with the beep. Replacing the shaver blade did not solve the issue. The surgery was completed less than a 30-minute surgical delay. There was no harm to the patient. The device was brand new and the first use when the issue occurred.